Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4 mg/ml of morphine at 1.3174 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump experienced a motor stall at 6:54 am on (B)(6) 2020 and recovered at 7:01 am the same day. According to the patient, they were sleeping at that time and the hcp did not think to enquire about any emi exposure/new purchases with a magnet. The hcp confirmed that the log showed that this was the only motor stall since (B)(6) 2020, which was as far back as the logs went. It was confirmed that the patient had not recently had an MRI.